Event description:
Related manufacturer report number: 2135147-2019-00285. On (B)(6) 2019, a 8 mm amplatzer septal occluder was selected for implant. While deploying, the la disk deformed into cobra. The device was replaced with a 10 mm occluder (lot 6060699), but that device also deployed in a cobra formation. There was no replacement device available so the device was cancelled.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.